Event description:
The customer was hospitalized with dka. Customer suffers from gastroparesis and became ill on friday. Patient did not eat and bolused three units to address the elevated blood sugars. Patient was hospitalized later that day. The nurse assisted with troubleshooting the pump and the only thing noted was intermittent button response, however, the doctor would like the unit analyzed.